Event description:
Consumer stated that the cotton tips of the q-tip came off in his ear canal and he had to dig it out. He stated the warning stated that he should swab around the ear drum not to be used in the ear canal. He feels that the q-tip is misleading because it should be used to clean out the ear drums. Injury information: injury, level of care not known. Retailer: (B)(6). Retailer state: (B)(6). The product was damaged before the incident: no. The product was modified before the incident: no. Document number: (B)(4), report number: (B)(4).